Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was flickering. Per the field service representative (fsr), the display was not blank, but the colors were changing and the display can still be read. The device was not changed out, as the customer was able to finish the case with the suspect ccm. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.